Manufacturer narrative:
Tandem's x2 user guide states to change your infusion set every 48-72 hours. It also states that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels since (B)(6) 2017 in the 200's to mid-300 (mg/dl). The customer went to the emergency room (ER) on (B)(6) 2017 due to vomiting and the elevated bg levels of over 700 mg/dl (per ER test) and was in diabetic ketoacidosis (dka). The customer reported that the health care provider (hcp) identified the ketone level as dangerous. At the ER, the customer received a blood test, intravenous (IV) fluids and insulin, and vitamins. Approximately several hours later, the customer went to the hospital with a bg level of over 700's (mg/dl). At the hospital, the customer was treated with IV fluids and insulin, diuretics, and sleeping medication. At the time of the call, the customer was in the hospital. During a system check it was found that the cartridge and infusion set had been in use since (B)(6) 2017, and that the customer typically uses the cartridge typically for 4 to 5 days. Additionally, there was a large air bubble seen in the tubing. The customer declined to prime out the air bubble and remove the site to inspect for a bend or kink in the cannula. Furthermore, the customer declined to complete troubleshooting or provide additional information to determine the cause of the elevated bg level; however, the customer believes there was an underlying pump issue. Recommendation was made by tandem technical support to change the cartridge and infusion set. The customer confirmed understanding the information, and terminated the call.